Event description:
The doctor realized the haptic broke after the lens was implanted in the pt's eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00297 for the intraocular lens used with this intraocular lens.